Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed oversensing on the right ventricular lead, causing pacing inhibition. The electrogram strips are from an external monitor. There are no episodes in therapy history.